Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicated that there was no x-ray intermittently. Analysis of the system log file showed that there was communication failure with the flat panel detector. During troubleshooting, the fse found that flat detector was defective. The fse replaced the flat detector, performed detector calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray was not possible with the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the system was unable to emit radiation. The field service engineer inspected the system onsite and replaced the flat panel detector and returned the system to use in good working order.